Event description:
The physician informed co that the pt's two myocardial rate sensing leads were removed from service because of a lead insulation break or fracture. The physician did not known which lead had the break or fracture. Both leads implanted-5/28/92. Removed from service-7/18/95. Implanted-37 mo. The physician elected to implant another co's ICD and bipolar rate sensing lead. Co assumes that the 2 myocardial leads were capped and remained implanted.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.